Event description:
It was reported, by the sales representative. That the patient stated, that the bhs unit caused swelling on the fracture site in her foot and was painful. The patient stated, she used the unit for about a week. The pain was on the surface of the skin and below the skin. The coil was not tight, no marks on the foot. The patient did not increase her daily activities. The patient contacted their physician who advised to stop using the unit. No additional patient consequences have been reported. The sflx coil was returned for further evaluation.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer, g1: contact office, g6: type of report. Additional information in h4: device manufacture date, h6: component, investigation type, findings and conclusions. Investigation summary: the sflx 5 coil was returned for further evaluation. A visual inspection of the customer returned product was performed. Included was one sflx xl coilette, part no. 1068240, with (B)(6) (B)(4). The part appeared to be in good condition from the cosmetic/visual point of view. The failure was not confirmed, for the reported condition of "pain and swelling using the bhs unit". The coil was tested and operates as intended. Review of complaint history identified (6) total complaints from (dec 1, 2022) to (dec 1, 2023) for pn (1068240) and events related to (pain). Keyword search criteria: (complaint code: medical , pain) the search could not be specified further, because the main complaint was pain. Review of the information provided by the customer and the findings from the investigation indicated, that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Device usage: this device is used for treatment. A follow-up report will be sent, if additional information is obtained, that adds value to the relevant content of this report.

Event description:
It was reported by the sales representative that the patient stated that the bhs unit caused swelling on the fracture site in her foot and was painful. The patient stated she used the unit for about a week. The pain was on the surface of the skin and below the skin. The coil was not tight, no marks on the foot. The patient did not increase her daily activities. The patient contacted their physician who advised to stop using the unit. No additional patient consequences have been reported. The sflx coilette was returned for further evaluation.

Manufacturer narrative:
Additional information: b4: date of this report, g3: date received by manufacturer corrected data: b2: outcomes attributed to adverse event, d1: brand name, d2: common device name, d4: model number, g4: PMA/510(k) #, h5: labeled for single use?, h6: device code, impact code, component code. This follow-up report is being submitted to relay corrected information based on UDI related data quality updates. Related manufacturer's report: MFR#0002242816-2023-00138.

Event description:
It was reported that the patient is not going to use the bhs device, the patient having swelling on the fracture site from the bhs. The patient stated that her foot got very swollen and painful. She used the device for about a week. The pain was on the surface of the skin and below the skin. The coil was not tight and there were no marks on the foot. The patient did not increase her daily activities. The patient went to see her doctor who advised the patient to stop using the device. The patient would like to return the device. No additional information has been received at that time.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.